Manufacturer narrative:
A ge service representative performed an onsite investigation; however, no conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently would not boot up. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.